Event description:
Boston scientific received information that the patient felt the right ventricular (rv) lead pacing which the physician believed as an intercostal stimulation. The physician performed a fluoroscopy and a small lead perforation was found. An rv lead repositioning was performed. The lead remains in service. No additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.